Manufacturer narrative:
No product has been returned to intuitive surgical, inc. (Isi) for evaluation. A system log review did not reveal any system errors that would have caused or contributed to the reported event.

Event description:
It was reported that during a da vinci assisted pancreatoduodenectomy, 3 hem-o-lok clips were places on the gastroduodenal artery per procedural standards. A few minutes after applying the clips, the artery began to bleed and "the hem-o-lok clip that was attached cannot be found and has fallen off." The procedure was completed robotically. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
The medium-large clip applier instrument was received for failure analysis. The instrument underwent external and internal visual inspection and no issues were detected. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips/tips opened and closed properly. The clip applier instrument passed the clip test. No recognition issues were detected during the failure analysis. The instrument was fully functional. No product issue was found.

Event description:
Refer to h11 for follow-up information.